Event description:
Third party facility reports device not discharging properly due to component failure during preventative maintenance of unit. No reported patient involvement. Marquette service representative acknowledged reported condition and provided repair estimate of device to third party repair device. No repairs performed by manufacturers representative.